Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the incident occurred in february. The patient was reported to have gone unresponsive. It was stated there was an 8 ml leakage and the patient had adverse symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine and fentanyl via an implantable pump for unknown indications for use. It was reported that following a pump refill, the patient was found collapsed in the clinic waiting room approximately 15-20 minutes post-refill. It was indicated that narcaine was used to revive the patient, and vitals were normal and no major adverse event reported otherwise. This event was reported as an "overdose." The pain clinic attempted to withdraw all of the 40 ml they injected into the pump to further assess, and they drew back 32 ml and felt that 8 ml was unaccounted for. It was noted that no issues reported with the refill kit; however, the "clamp" mechanism remained an ongoing concern. As of the morning on (B)(6) 2021, the pump refill nurse reported that the patient was doing fine. The issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp). It was reported that there was no significant volume discrepancy at the beginning of the procedure or any prior refill procedures. Ultrasound was used to initially locate the pump port, but the needle in the port was not observed. During the refill, the fluid observed as it was removed from the pump had the expected appearance. Bubbles in the extension set were observed to be drawn into the pump after opening the clamp and before filling the pump. Drug was periodically withdrawn during the refill/injection to confirm it had the expected appearance. It was thought that a partial pocket fill had occurred.